Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the counter dropped and the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.